Event description:
From medwatch and telephone interview: hosp lost power in CT room. Pt was in room for brain tumor biopsy procedure. Pt was manually ventilated until power was restored to the room. Power was restored to room but ventilator could not be turned back on. Upon eval of the ventilator by hosp staff, it was found that the power plug for the ventilator had a broken wire. Hosp states that they feel that the wire was broken during the event by staff pulling on the cord during the outage. The plug was repaired by the hosp and the ventilator has been put back into use. There was no injury to the pt. The hosp is satisfied that the situation has been corrected.